Event description:
Analysis of the opened, unused generator was completed on (B)(6) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015, the vns patient's replacement generator was unable to be interrogated despite several attempts. A backup generator was able to be interrogated without any issues and was used to complete the procedure. The opened but unused generator has been returned to the manufacturer where analysis is currently underway.

Event description:
The manufacturing records for the generator were reviewed and the device met all specifications prior to shipment. The manufacturer's consultant stated that both programming systems that had unable to interrogate the generator are functioning properly.